Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following are probable root causes of the clogged auxiliary water channel: a) since pre-cleaning was not performed immediately after procedure, foreign material became difficult to remove from the auxiliary water channel. B) the auxiliary water channel was insufficiently reprocessed. C) other than sterile water was used as auxiliary water. D) since the device was used for procedure while the auxiliary water tube or auxiliary water inlet cap was not attached to the auxiliary water inlet, foreign material flowed back into the auxiliary water channel. However, a final root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿operation manual: 3.6 inspection of the endoscopic system: inspection of the auxiliary water feeding function (for endoscopes with auxiliary water feeding only): nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Note that the luer port on the maj-855 includes a one-way valve to prevent backflow. Do not use the maj-855 without the luer port in place, otherwise backflow of contaminated material may occur and equipment damage or patient injury may result. Operation manual: 4.1 insertion: air/water feeding and suction: auxiliary water feeding (for endoscopes with auxiliary water feeding only): when the auxiliary water tube is not connected to the auxiliary water inlet, be sure to have the auxiliary water inlet cap attached to the auxiliary water inlet. Otherwise, patient debris or fluids that back flowed may drip out of the auxiliary water inlet. Reprocessing manual: 1.4 precautions: all channels of the endoscope, including the auxiliary water channel (where existing), must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The auxiliary channel was clogged with unknown foreign material which could not be taken out. The angulation was insufficient. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the auxiliary water channel on the evis lucera gastrointestinal videoscope was clogged. The issue was detected during reprocessing. The intended procedure was completed with a similar device and the evis lucera elite video system center with no surgical delay. No patient injury reported.